Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing and caused inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.